Event description:
The patient contacted animas on (B)(6) 2012 stating the all of the keypad buttons were intermittently unresponsive. The patient claimed the issue began three weeks ago for the ok button and a couple of days ago for the arrow buttons. The keypad button symbols are in various staged of being worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a dry cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were intermittently unresponsive and required excessive force to activate a response; the arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.